Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which resulted in increased mitral regurgitation and treatment is planned with an additional mitraclip procedure. It was reported that the mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 4. There was posterior leaflet restriction, minimal coaptation and overriding of the anterior leaflet. Two clips were implanted and the mr was reduced to 2. It was noted that imaging was very difficult throughout the procedure. During a follow up echocardiogram on (B)(6) 2015, it was found that the mr had returned to 4 and one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional echocardiogram was performed on (B)(6) 2015 to confirm the slda. Patient is stable at the moment. An additional mitraclip procedure has been planned for treatment on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user technique/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.